Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 33-year-old female patient who had essure (batch no. B59459, c30049-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, c-section and knee operation. Concurrent conditions included headache, inflammation, dizziness, pains in legs, pelvic adhesions, dysmenorrhea, amenorrhea and adenomyosis. Concomitant products included levonorgestrel (mirena) since 2009, medroxyprogesterone acetate (depo provera)(B)(6)2014 to (B)(6)2014, nsaids since (B)(6)2014 and paracetamol (acetaminophen) since (B)(6)2014. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines / headaches") and abdominal pain ("abdominal area"). On an unknown date, the patient experienced fatigue ("fatigue") and hypersensitivity ("allergy"). The patient was treated with surgery (ablation, ablation on (B)(6)2014 and salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, abdominal pain and hypersensitivity had resolved and the depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure device was successfully occluded; on (B)(6)2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- menorrhagia and pelvic pain. Lot number (c30049) is not a valid lot number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ chronic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) year old female patient who had essure (batch no. B59459, c30049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast operation, c-section and knee operation. Concurrent conditions included headache, inflammation, dizziness, pains in legs, pelvic adhesions, dysmenorrhea, amenorrhea and adenomyosis. Concomitant products included levonorgestrel (mirena) since 2009, medroxyprogesterone acetate (depo provera) (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and abdominal pain ("abdominal area"). On an unknown date, the patient experienced fatigue ("fatigue") and hypersensitivity ("allergy"). The patient was treated with surgery (ablation, ablation on (B)(6) 2014 and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, migraine, abdominal pain and hypersensitivity had resolved and the depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded; on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record- menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. Reporter information updated. Lot number added. Case is incident. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines / headaches, abdominal area, fatigue were added. Medical history, concomitant drugs and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.